Manufacturer narrative:
(B)(4).

Event description:
The customer reported the n20 monitor was missing segments in both saturation of peripheral oxygen (spo2) and pulse rate. The failure happened when the device was not being used on a patient.